Event description:
It was reported that a patient underwent a thyroidectomy on (B)(4) 2011 and a hemostat was used. The hemostat was placed around the laryngeal nerve to stop bleeding. Three days later, the patient complained of nerve paralysis. Following discharge, the patient had not recovered from the paralysis. The patient was seen by a physician, but did not receive treatment for the paralysis. The patient has been seen by another physician, however, it is unknown whether the patient has recovered or not.

Manufacturer narrative:
(B)(4) nerve paralysis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4).

Manufacturer narrative:
(B)(4). Hoarse voice. Additional narrative: during the surgery, the surgeon had trouble stopping the bleeding around the left recurrent laryngeal nerve. Finally, the surgeon stopped the bleeding with the absorbable hemostat. The patient was prescribed methycobal (mecobalamin) and rehabilitation was started for the nerve paralysis. The patient had not recovered from the nerve paralysis and had a hoarse voice when discharged from the hospital on (B)(6) 2011. The patient was diagnosed with left recurrent laryngeal nerve paralysis because on (B)(6) 2011, the movement of vocal bands were examined, and the left vocal band was medially fixed. The patient's condition is unknown because the patient has been visiting a different hospital. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.